Event description:
Baxa was notified of an issue in 2008 related to a pt involvement incident. It was reported to baxa that a batch of seven hydration bags created for this pt contained a higher-than-desired quantity of magnesium (60 ml in lieu of 6 ml). The pts blood work indicated that a higher than expected level of magnesium was present. Due to the pts pre-existing condition, he was re-admitted to the hosp the same day, for close monitoring. The pt was subsequently released from the hosp two days later, with no apparent long-term injury or illness resulting from this issue.

Manufacturer narrative:
A pharmacy contacted baxa in 2008 in regards to a hydration bag containing a higher-than-desired quantity of magnesium (60 ml in lieu of 6 ml). Abacus order-entry software was used to calculate the volumes for the hydration solution. The hydration solution for the subject bag was compounded using the micro-macro 12 compounder. 7 hydration bags were compounded in a batch for this homecare pt. According to the info that we have from our investigation, the 7 bags were compounded two days prior. The first bag was infused the next day, and the second bag was infused on the following day(original date). It was then determined from the lab blood work results that the pt had higher than expected levels of magnesium. Due to the pts pre-existing condition, he was re-admitted to hospital the same day for close monitoring. The pt was subsequently released from the hosp two days later. It has been reported that no apparent long-term injury or illness resulted from this issue. Note: the remaining 5 bags in the batch were not administered. To investigate the cause of the higher-than-desired quantity of magnesium in the subject bag and to provide technical assistance, a site visit was conducted at the pharmacy the same day, by baxa associates. An eval of the compounder mixcheck report and the abacus solution label for the subject bag indicates that the compounder delivered magnesium sulfate as ordered in abacus (60.79 ml). It was also determined that the mixcheck report indicates that the total compounded volume of the subject bag was within +/-3% of the ordered volume (actual % difference: -0.66%). Based on an eval of the documentation associated with this event, it was concluded that the higher-than desired magnesium was the result of the user entering a value of 1200 mg/l for the elemental ion magnesium in lieu of the physicians order that requested 1200 mg/l of the salt magnesium sulfate IV. Investigation has confirmed that abacus software and micromacro 12 compounder performed as designed and delivered the volume of magnesium sulfate IV as ordered in the abacus software. During the site visit, the customer was presented with the formulary settings for magnesium and was advised on the impact ordering the salt magnesium sulfate had on the calculations when abacus uses elemental magnesium. The customer was directed to the appropriate sections of the online abacus help files for add'l review. The importance of software warning limits was revisited and a new 3rd level warning limit was created for magnesium.